Manufacturer narrative:
The product involved with this event has been requested to be returned, but has not yet been received. Review of the provided image by a regulatory post market surveillance analyst is consistent with the reducer having detached pieces. Root cause of the failure mode cannot be confirmed without the returned device.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the reducer had a metal part and plastic pieces fall off when removing the cannula from the patient. All pieces of the reducer were retrieved during the same procedure. The procedure was completed using a backup reducer.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: all the fragments were retrieved using tweezers. The customer was unable to specify how they confirmed that all the fragments were retrieved. There was no additional surgical procedure or post-operative tests performed. The instrument was in use for 2 minutes prior to the break. The instrument was not inspected prior to use and there was no instrument collision during the procedure. It was not specified if the instrument was removed during the procedure prior to the break. The patient has not returned due to post-surgical complications. The referenced reducer was analyzed by isi. Investigation found a metal tip dislodged from the plastic shaft. The distal end of the plastic shaft was found with small broken pieces that fell off as a result of being exposed from the dislodged metal tip. There was no material missing as the broken pieces were returned and pieced back together.

Event description:
Refer to h10/h11 for follow-up information.